Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the first pass through the tissue it was noted that the needle had come away from the suture material, at the crimp point. The entire needle section was retrieved following x-ray. No adverse patient consequences were reported.